Event description:
Pt reported obtaining blood glucose results of 486 mg/dl and 78 mg/dl, within 4 minutes, while using the suspect deivce. Pt indicated that no action was taken based in the values. No pt injury was rpeorted and no treatment was recieved. Quality control tsting had not been performed in the system. Technical support requested the return of the suspect product and replacement product was shipped.